Event description:
The customer's mother reported that her daughter was hospitalized for hyperglycemia, with a blood glucose reading of 458 mg/dl. The customer had been experiencing high blood glucose levels for a week prior to the event, and had tried changing the insulin pump settings. The mother reviewed the reports, and stated that it appeared boluses were being delivered in her sleep. She also stated that some boluses were not showing up in the history. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.